Event description:
It was reported that oversensing of noise was noted via review of an egm. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.